Manufacturer narrative:
(B) (4).

Event description:
There was a problem with recharging. An ins flip was confirmed by x-ray. The surgeon was able to flip the ins by hand in his office; it was working well.